Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "needs a revision" was confirmed during device evaluation as a battery low alarm. The assignable cause was identified as a defective main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that "needs" revision". Upon further investigation, the reported condition was confirmed as a low battery issue. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).